Manufacturer narrative:
(Off labeled use - used in the profunda femoral artery). The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.

Event description:
Device malfunction: unknown. Symptoms/ae: thrombosis of the right leg; surgical repair. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the profunda femoral artery after a diagnostic procedure. Reportedly, several hours after the vessel closure procedure the patient was sent to surgery due to an acute thrombosis in the patient's right leg. The surgeon observed that the puncture site was properly closed. The reporter felt that the reported event was an embolization caused by a calcified block resulting in an obstruction of the femoral artery. No femoral angiogram was performed. The profunda femoral artery was described as moderately calcified. There were no reported adverse patient sequelae. Though requested, no additional information was provided.